Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # (d4) was not provided.

Event description:
The customer from italy reported that at approximately 7:00 pm, she ran a blood glucose test and obtained a reading of over 260 mg/dl with the contour meter. Based on this reading the customer took insulin. At approximately 8:00 p.m., the customer experienced symptoms of hypoglycemia which were described as feeling short of breath, sweating and not being able to talk. The customer was taken to hospital by a family member where he was treated with an intravenous infusion. The customer was kept in the hospital overnight for observation and discharged the following day. No further details were provided. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour meter and in-house contour test strips from lot # 2dj3b04b using blood sample, which gave a satisfactory performance.